Event description:
It was reported that the patient saw a por warning screen on his implantable neurostimulator recharger. The patient reported that the ¿call your doctor¿ icon displayed. Patient stated ¿it tells me its charging but when I try to turn the stimulator on, I get this doctor face and telephone with por.¿ the patient noted that the last time he recharged successfully was about a month ago. The patient noted he had two batteries inside of him. The device he was receiving the message for was the one for his arms. The patient was redirected to his health care provider.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3708220, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37082-60, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37743, serial# (B)(4); product type programmer, patient product ID 3888-45, lot# v716843, implanted: 2011 (B)(6); product type lead product ID 37712, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6); product type implantable neurostimulator product ID 3888-45, lot# v716843, implanted: 2011 (B)(6); product type lead product ID 3888-45, lot# v780542, implanted: 2011 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6); product type extension (B)(4).